Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance, was oversensing with may short intervals and the patient was shocked more than once. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.